Event description:
It was reported that product surveillance received a voicemail from a gentleman, whose daughter had a durom cup implanted in 2006 at health services center. He said that she has had lots of pain since the surgery, and her doctor who is going to revise her just informed her that the durom cup was "recalled".

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.